Event description:
A treatment provider reported they have a patient who had multiple coolsculpting treatments and presented with paradoxical hyperplasia.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01426-00.

Manufacturer narrative:
Correction: b5, d1, d4, g1, g3, and g6. H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01426-00.

Event description:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01426-00.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who received multiple coolsculpting treatments and the areas treated are appearing larger and the density and feel of the fat seems to have changed when being palpated. Possible paradoxical hyperplasia has been reported.